Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, the catheter became stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). During dilatation of the lesion with an unspecified balloon a dissection occurred. To treat the dissection, the physician advanced a 5x40x1350 sentinol biliary stent to the dissection and noticed that the system felt unusual and struggled a little, but was able to successfully deploy the stent in the correct position. When the physician attempted to withdraw the stent delivery system (sds), the catheter was stuck to the guidewire and the physician was unable to get the catheter to release from the guidewire the sds and the guidewire were removed as one unit. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, the catheter became stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). During dilatation of the lesion with an unspecified balloon a dissection occurred. To treat the dissection, the physician advanced a 5x40x1350 sentinol biliary stent to the dissection and noticed that the system felt unusual and struggled a little, but was able to successfully deploy the stent in the correct position. When the physician attempted to withdraw the stent delivery system (sds), the catheter was stuck to the guidewire and the physician was unable to get the catheter to release from the guidewire the sds and the guidewire were removed as one unit. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the sentinol stent delivery system (sds) was received with no original packaging and a non-bsc guidewire. There was solidified blood in the wire lumen. The stent was not returned. The distal end of the outer sheath was bunched. The outer shaft was buckled adjacent the exterior hub. The guidewire was protruding 31.5cm from the catheter tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was consistent with a .035" guidewire. The catheter was soaked in warm water to attempt to loosen solidified blood in the wire lumen. The guidewire could not be removed. The catheter was locked-up on the guidewire in the as-received condition. There was no indication of any product quality deficiencies contributing to the damage, therefore; it is likely that the damage was attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "the sentinol' nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).